Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the control body fluid damage, the insertion flexible tube (ift) broken, the bending rubber perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable scratched, the bending rubber attached impurities, and the remote control buttons attached impurities; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).